Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tri-tome pc triple lumen sphincterotome. It was initially reported that the physician cannulated the papilla with the device and the wire-guide successfully. During the current application, the cutting-wire broke [cutting wire breaks (w/o detachment)] and then another cook sphincterotome was used and the examination could be continued successfully. There was no reportable information at this time. Per our evaluation of the returned device on 3 feb 2025, it was found that the cutting wire securing component/ anchor has separated from the distal tip of the device. Additionally, the longer segment of the cutting wire securing component has detached and was not provided in the return, the detached segment measures approximately 3mm. According to the initial reporter, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section e initial reporter phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. The cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. However, due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the catheter. The securing component has a shorter section measuring 2 mm remaining attached. However, a longer section of the securing component measuring 3 mm has detached and was not provided in the return. There was no evidence of a cautery application on the cutting wire (blackening of the cutting wire was not observed). A clear substance was observed within the catheter. The catheter has torn at the distal band where the anchor exited the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual inspection of the returned device confirmed the cutting wire securing component (anchor) has separated from catheter and a portion has detached. The additional information indicates that the device was tested prior to use, but the device was not uncoiled/straightened and precurved stylet removed prior to manipulating the handle. This is the most likely cause for the reported observation. Separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use contain the following precaution: "do not exercise the handle while the device is coiled or the precurved stylet is in place, as this may cause damage to the sphincterotome and render it inoperable." The instructions for use advise the user with the following statement: ¿upon removing the device from the package, uncoil and straighten the sphincterotome. Carefully remove the precurved stylet from the cannulating tip.¿ prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the device was tested prior to use, but the device was not uncoiled/straightened and precurved stylet removed prior to manipulating the handle, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product. A cook representative has also been directed to contact the medical facility involved and inform them of the missing cutting wire section that was discovered during the evaluation of the returned device.